Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: erl, hbe, hwe. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Additional evaluation received the piezo saw blade broken. The measurable dimensions of the saw blade were checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Additional evaluation found one of the teeth was broken, as well as the upper edge appears damaged as if the tip has been used on a harder material-metal. Unfortunately, we are not able to determine the root cause of these damages. No product fault could be detected though.

Event description:
Piezo saw blade broke during the surgery. The patient's bone was very hard and thick. This is 1 of 1 report for event #(B)(4).